Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on may 07, 2025, and section h11 should be reported as: the manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected externally and internally, observed both sides of the blower box had foam that looked like they had moisture, tiny black pieces of a black substance, were found inside the iso port (international organization of standardization), tiny black pieces of a black substance, were found inside the blower motor, tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found inside the blower box, large piece of sound abatement foam was gone from the left side formation. They also observed unknown white, contamination (dust-like), in the iso port (international organization of standardization), white dust-like contamination at the air inlet of the blower box, unknown yellowish contamination inside blower box, black contamination, consistent with keratin, at the air outlet of the blower box, black dust-like contamination (inconsistent with degraded sound abatement foam) on the inside of the bottom of the enclosure, two screw bosses on blower motor broken. Plastic from broken screw boss inside blower box. Unknown contamination at the air inlet and the bottom of the blower box, black specks in the bottom enclosure (dust-like) inconsistent with sound abatement foam, two screw bosses on blower motor broken, plastic from broken screw boss inside blower box. Evidence of sound abatement foam degradation/ breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms. There was evidence of sound abatement foam degradation. Sections d8, d9, h2, h3, h6 has been updated in this report.